Manufacturer narrative:
Evaluation summary: no device problems were identified. The returned rod was observed to be partially distracted. No contamination or scratches were visible. The rod was functionally tested and met specifications. During the functional testing no fluid/material was extruded out of the actuator. Review of the device history records revealed no discrepancies related to this complaint; the rods were manufactured in accordance with the specified requirements and met all release criteria.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the patient was febrile post-op and was found to have purulence thoracic wound dehiscence found at the expansion end of the rod. The patient was treated with antibiotics and had a culture and immunodeficiency work up.